Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed episodes of non-sustained right ventricular over-sensing. A review of the transmission revealed that the episodes were caused by far p wave over-sensing. Programming interventions were made. There were no patient symptoms reported.